Manufacturer narrative:
This device is not sold in the u.s. But a similar device is. The device is returned and an evaluation completed for it. The users complaint of biopsy channel clogging with foreign material and insufficient angle was confirmed. Upon inspection and testing, it was observed that there was foreign material attached on the inner wall of biopsy tube. The foreign material could not be identified and could not be removed. The cleaning brush would not pass through the channel. Titanium clips were not used for inspection. Other observations for the device are: the big light guide (lg) lens is discolored; small lg lens has defects; and angulation is insufficient. Customer reported that the adhesive at the bending cover was corroded, this reported fault was not observed during device evaluation. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, during the first step in reprocessing of the device it was observed that there is foreign matter in the biopsy tube. The brush could not reach the end. The device with the foreign material clogging was not used on any patient. There is no patient involvement. There were no issues observed in the inspection, prior to the procedure, immediately before the event. The previous reprocessing of the device was performed with no issues and the device could be used in the procedure with no issues. The intended procedure post the reprocessing of this device was completed with another device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the foreign material was unable to be identified. Olympus will continue to monitor field performance for this device.